Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient experienced a burning sensation. When the ins was on it was ¿burning on the inside¿. The company representative turned the ins on for a little bit today and could feel a temperature increase over the patient¿s skin. The patient stated the inside was even hotter. This did not occur when the ins was turned off. The patient started feeling heat around the ins site 5-6 months ago. The patient does not use the ins anymore because it gets too hot. There were no falls or trauma associate with this. The device was programmed with electrodes 1, 2, 3, 9, 10 and 11. Impedances were checked at 0.7v prior to this report and there were no out of range results. For reference electrode 0 the range was 817-1057, reference 1 was 821-1038 and reference 2 and 3 also had good range values. Group impedances were 697 and 711 ohms. The burning was not related to position and occurred no matter what. The ins did not seem to be implanted very deep. The patient was able to grab the ins and move it around. When the patient sits down, the ins moves and slides too which has been going on since implant. The company representative reported on (B)(4) 2014 that reprogramming was attempted however, the patient complained the pocket was getting too hot, so the device was turned off. No malfunctions were seen. The patient did say that she lost at least 40lbs since implant. The pocket was very thin and the battery was mobile in the pocket. The battery became more loose in the pocket since the weight loss. The patient¿s follow-up physician was informed and he wrote a note to consult surgery for a pocket revision. The patient was not receiving effective therapy because the battery burned too much when it was turned on. Additional information has been requested.